Event description:
It was reported that a decline in patient's peripheral capillary oxygen saturation (spo2) was observed when this ht70 ventilator was in use. It was then discovered that the circuit was disconnected but the alarm did not sound. There was also an unusual sound from the inside of the unit when exhaling. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Patient information and initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that a decline in patient's peripheral cap illary oxygen saturation (spo2) was observed when this ht70 ventilator was in use. It was then discovered that the circuit was disconnected but the alarm did not sound. There was also an unusual sound from the inside of the unit when exhaling. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation and replaced a part. The specific part was not identified at this time. The unit was returned for use in working condition. No product was returned to medtronic. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. After good faith efforts made, there is insufficient information about the failure and contributing cause. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 evaluation code method correction to initial medwatch report section h6 evaluation code result - remove code c20 and add code c13 updated due to additional information h3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that a decline in patient's peripheral capillary oxygen saturation (spo2) was observed when this ht70 ventilator was in use. It was then discovered that the circuit was disconnected but the alarm did not sound. There was also an unusual sound from the inside of the unit when exhaling. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation and could not confirm the reported issue but found the positive end-expiratory pressure (peep) to be unstable. The third party service engineer replaced the buzzer assembly and the on/off valve as part of preventative measures. With the information available, the investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 evaluation code method - remove b17 and add b01 result - add remove c20 and add c19 h3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that a decline in patient's peripheral cap illary oxygen saturation (spo2) was observed when this ht70 ventilator was in use. It was then discovered that the circuit was disconnected but the alarm did not sound. There was also an unusual sound from the inside of the unit when exhaling. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation and could not confirm the reported issue but found the positive end-expiratory pressure (peep) to be unstable. The third party service engineer replaced the buzzer assembly and the on/off valve as part of preventative measures. One buzzer assembly <(>&<)> on/off valve were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. With the information available, the investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.